Manufacturer narrative:
Device evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. The customer reported product problem (leaking from the reservoir) was confirmed during testing. The product problem resulted from the cracked tank cover that was caused by overtightening the screws. The device may have also been dropped. The device was ultimately damaged by the customer. This was established as the root cause. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the level 1 hotline low flow system was leaking from the reservoir. The housing was also cracked. There was no patient involvement. The product problem was observed during preventative maintenance.